Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported the batteries failed the run time test during pm. The fse replaced the batteries and verified the iabp ran on new batteries. The fse also verified the charge indicator light was blinking when plugged in to the line power. All tests passed, cleared for clinical use, and was returned to customer. (B)(6).

Event description:
During a preventive maintenance performed by a company representative, the battery failed the run time test. There was no patient involved. No death or injury was reported.